Event description:
Medtronic received a report that during the advancement of the device mounted on the delivery system and the phenom microcatheter, resistance to advancement was perceived. Resistance was in the proximal section of the catheter. When the device had not yet been placed on the distal end of the microcatheter, the proximal hub was observed and it was noted that part of the pusher was loose, found "altered." The doctor states that he noticed the presence of a material that came off the pusher, and was no longer entering the microcatheter, the anatomy was moderate, the doctor decided to remove the microcatheter with the flow diverter mounted and use another microcatheter and another pipeline device, without problems for its release. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that is approved. The pipeline and any accessory devices were prepared as indicated in the IFU. The catheter was flushed continuously with heparinized saline. The catheter was not damaged. The patient was undergoing surgery for cerebral aneurysm embolization treatment of a saccular, unruptured left paraclinoid carotid aneurysm with a max diameter of 4mm and a 3mm neck diameter. Access vessel was 7fr with a diameter of 3mm. Landing zone was 3.3mm distal and 4mm proximal. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered, pru level was "nc - prasugrel." Additional information received that the operator had the ´´impression´´ that part of the protective sleeve of the pipeline was ´´stuck´´ to the pusher which the cause is related to. There was resistance in the midzone, while advancing the device into the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-81805), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel. Drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F. As found condition: the proximal segment of the pushwire and phenom 27 catheter were returned inside a bio-hazard bag and a shipping box. The distal broken segment was not returned. Damage location details: the pushwire appeared separated at the distal hypotube. The distal hypotube was found to be stretched. The ptfe shrink tubing on the pushwire was found to be accordioned at 81.0cm to 85.0cm from the broken end. The distal and proximal ends of the braid were opened and frayed. The kinks and bends were found at 68.0cm to 87.0cm from the proximal end of the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 9.0cm to 15.0cm from the distal tip. No other anomalies were observed. The broken end of the pushwire was sent out for sem analysis. Testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Per the sem results, the broken end failed via shear overload. Conclusion: based on the analysis findings, the customer report of the ¿pushwire separation¿ and "resistance during delivery" were confirmed as the pushwire was separated at the distal hypotube. The broken end failed via shear overload. In addition, from the damages seen on the catheter body (accordioning), braid (fraying), pushwire (bending/kinking), and hypotube (stretching/separating), pushwire shrink tubing (accordioning); it appears that high force was used. These damages likely occurred when the customer attempted to advance the pipeline flex shield through the catheter against the resistance. Possible resistance causes include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. The customer reported that vessel tortuosity was normal, and continuous flush was used, ruling out vessel tortuosity and continuous flush as potential causes. The root cause could not be dete rmined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.